Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system and an endurant cuff were used in the endovascular treatment of the patient of a 67mm diameter aaa . The patient originally had an endurant stent graft system implanted 4 years previous. Intervention with the endurant cuff and 10 endoanchors was for treatment of migration and a type ia endoleak. The patient was noted to have a proximal neck angulation of 30 degrees. During the index procedure, it was noted that 3 endoanchors did not adequately penetrate the aortic wall. It was reported that the type ia endoleak was not resolved after the intervention and that endoanchors had been primarily implanted to arrest migration. The type ia endoleak was subsequently noted on follow up CT one month, six month and seven month post endoanchoring. The patient received further re-intervention but the event was unresolved with detection on CT 6 months later. The endoleak was not observed on CT follow up 4 years later at the time of the patients exit from the study. Per the investigator, the cause of the event is related to the stent graft device only. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Additional information received; it was reported that the 3 endoanchors that did not adequately penetrate the aortic wall during the index procedure was carried out intentionally. It was reported that in total 10 endoanchors were used. 7 to fix the already implanted and migrated stent graft to the aortic wall. And 3 were used to fix newly implanted cuff to already implanted graft to prevent further migration. Per the investigator the cause of the type ia endoleak and migration was due to disease progression. If information is provided in the future, a supplemental report will be issued.